Event description:
New information noted that the lead exhibited high pacing impedance and abnormal sensing measurements.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the lead, it was noted that no electrical measurements were observed. The lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.